Manufacturer narrative:
Final analysis found that the insulation was abraded at 4.0cm to 4.5cm and 6.8cm to 6.9cm cm from the distal tip. The damage found likely resulted in the reported low impedance anomaly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient was involved in an accident. The right ventricular lead exhibited low impedance. The lead was temporarily reprogrammed due to the presence of complete heart block. The lead was explanted and replaced successfully. The patient was stable post procedure and would continue to be monitored.